Event description:
A (B)(6) patient with meniscus tear. Device misfired due to loading. The staff dry fired the device outside the body and then noticed needle tip had broken off. Surgeon reverted to inside out technique. He was not concerned about the needle tip which was not found. Unknown whether needle tip broke out of joint or in- was able to get 1 ccs and 2 fast fixes to hybrid repair with inside out for anterior aspect.